Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had visited outpatient with a regular follow-up. When the medical engineer tried to connect to the power module to check the system and unplugged the system controller cable and battery clip, there was a continuous sound. A review of the log file revealed low speed advisories and a pump stop. There was also transient low voltage alarms at the time of the low speed/pump stop events. It was reported this may be related to a potential issue with the percutaneous lead. It was also reported that the patient was cleaning the metal battery clip with the battery clip still connected to the system controller. The patient was asymptomatic. A possibility regarding the low speed/pump stop events was believed to be the pump's rotor ability to spin was possibly prohibited by some material other than blood. The patient returned home on a continuous follow-up basis without exchanging equipment. There were no signs or symptoms of suspected blood clots. The alarms resolved naturally.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop; however, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established during this evaluation. It was reported that the patient visited the outpatient clinic on (B)(6) 2021 for a regular follow-up. There was a continuous sound when the medical engineer tried to connect to the power module to check the system and unplugged the controller cable and clip. The patient was asymptomatic, and the controller was connected to batteries shortly after. The medical engineer observed low speed operations recorded when they checked the patient¿s history. The account was concerned the issue may have resulted from driveline damage or power loss. The submitted log files contained data from day 142, hour 3, minute 47 through day 143, hour 13, minute 55, per the timestamps. A pump stop was captured at day 143, hour 13, minute 38 of unknown origin. No other atypical events or alarms were captured. The pump appeared to be operating as intended above the low speed limit for the duration of the log file. It was further communicated by clinical specialist that the customer had previously cleaned the metal battery clip while the controller was still connected to the controller. It was suggested that the low speed and pump stop events were due to material other than blood possibly prohibiting the rotor¿s ability to spin; however, the submitted log file does not support this hypothesis. Additional information communicated on (B)(6) 2021 stated that the patient returned to home on a continuous follow-up basis without exchanging anything. No signs or symptoms of suspected blood clots were observed. The alarms did not continue. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for vad-62354 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU) and patient handbook are currently available. Both documents address all hazard and advisory alarms, including the pump off alarm, as well as how to respond to each alarm condition. The patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.